Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report# 2183959-2012-00232 and 2183959-2012-00233. The pt was implanted with an perigee graft to treat pelvic organ prolapse. It was reported that the pt experienced mental and physical chronic pain and suffering, infection, dyspareunia, and other undiagnosed injuries. It was additionally reported the pt underwent corrective surgery and sustained permanent injury.